Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to infection. No additional adverse patient effects were reported. The pacemaker remains in service.

Event description:
It was reported that this pacemaker was part of system revision due to infection. No additional adverse patient effects were reported. The pacemaker remains in service. Additional information indicated that this pacemaker was part of system revision due to methicillin-susceptible staphylococcus aureus (mssa) infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; and h6: patient codes. If information is provided in the future, a supplemental report will be issued.